Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial lead was explanted due to a fracture. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed at 122 mm from the terminal pin with the conductor coils extending to 127 mm from the terminal pin. The lead was returned in two segments. The second segment extended to 351 mm from the terminal pin with the anode coil extremely stretched and extending to 430 mm. The cathode coil was also found to be extremely stretched and extended to 465 mm. Further analysis revealed that the conductor coils have both been stretched to the point of fracture at the distal end of the distal segment. The anode coil was extremely stretched and appeared to have been pulled to the point of fracture at 430 mm from the terminal pin, most likely at the weld point to the anode ring. The cathode coil was found to be extremely stretched and appeared to have been pulled to the point of fracture at 465 mm from the terminal pin. Visual inspection also showed that the gore was extremely stretched to the point of separation, and extended beyond the cathode conductor coil to 471 mm. The tip segment of the lead, including the tip anode ring was not received by the post market quality assurance laboratory. Analysis confirmed the allegation from the field.